Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted. There were no additional adverse effects reported.